Event description:
Did not deploy in patient. Not realize until post biopsy images were taken and no clip seen. Second malfunctioning event with this product at our hospital, but different lot. First event occurred and reported to medwatch on (B)(6) 2017.